Event description:
Patient undergoing laparoscopic cholecystectomy. After dissecting the cystic duct and identifying the triangle of calot a clip was placed on the proximal cystic duct and it did not seat well. It was removed. Another clip was placed and again the same problem occurred suggesting there was a problem with the clip applier. When the second clip was removed, a tiny hole in the posterior cystic duct was created and bile could be seen flowing from it. Subsequently the surgeon dissected more proximal on the cystic duct to get below this small hole. Once this was done, a clip was placed proximally and regular clips were placed using another clip applier just distal to the clip.